Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that the pump motor was bad. The issue was identified during maintenance. The circuit affected (patient or cardioplegia) was not communicated and a reportable malfunction cannot be excluded. There was no patient involvement.

Manufacturer narrative:
Device repaired replacing: stirrer motor. . Patient pump 2 motor. Distribution board. Inlet foam. Flat gasket. Performed functional verification tests - all ok. Device released to customer.

Manufacturer narrative:
H.10: from analysis of information received under duplicated complaint. It was found, that the machine gave an error code associated to patient circuit. Resolved by replacement of the patient pump. The most likely, root cause of the reported issue is associated to motor bearing damaged by the corrosion. Which consequently, does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation, due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.